Event description:
It was reported that the customer pressed "resume insulin", and insulin began to continuously flow out until the cartridge was empty. Customer changed out the cartridge and stated pump is functioning as expected. There was no impact to customers blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.